Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 749mg/dl. The customer stated that the insulin pump alarmed no delivery when bolusing. The customer stated that she did not change the infusion set and kept bolusing. The high blood glucose was treated with insulin drip and her glucose level went down. The customer stated she noticed that the cannula was curved upon removal at time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.